Event description:
It was reported that customer had a sensor with a detached needle. Customer would send sensor for analysis. No further information provided.

Manufacturer narrative:
(B)(4) analysis inspected 1 opened/used sensor and found sensor needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.